Event description:
A health care professional reported following implantation of intraocular lens, the patient's visual outcome was not as expected. The lens was explanted in a secondary procedure and replaced with monofocal lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The product investigation could not identify a root cause. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter the manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, there was no patient harm.